Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the pressure value was above 140. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and found that this was only a monitoring issue and not a delivery issue. A sensor on the frame interface board was found defective. This was not a reportable malfunction because there was no high pressure delivered to the patient circuit. A ge healthcare service representative performed a checkout of the system and found that this was only a monitoring issue and not a delivery issue. A sensor on the frame interface board was found defective. This was not a reportable malfunction because there was no high pressure delivered to the patient circuit.